Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal scar.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02256. The same patient is represented in each medwatch. Medwatch report # 2210968-2013-02255 has received a failure status for duplicate report number. Therefore, the report has been reassigned medwatch report # 2210968-2013-02350 and submitted electronically to the FDA.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat dyspareunia and menmetorrhagia. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia and other. It was reported that on (B)(6) 2011, the patient underwent revision of the anterior vaginal incision and removal of mesh due to erosion of the mesh through the vaginal mucosa, etc. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-02256. The same patient is represented in each medwatch.